Event description:
Surgeon inserted screw in the medial malleolus using a 1.6 mm trocar and placed 2 guide wires in patient. Surgeon measured and used a 3.2 drill bit; when the drill bit was removed, the 1.6 guide wire came out in the drill bit. The surgeon had to drill another hole and the tech attempted to remove the guide wire out of the drill bit so that it could be re used. She tried both a needle driver and pliers unsuccessfully. She used the trocar to try to push it out and stuck herself with it in the pinkie finger. She broke scrub and followed facility protocol for her injury. The physician used another drill bit in the set to complete the procedure. This is 1 of 3 reports for this event.

Manufacturer narrative:
Additional narrative: device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.